Event description:
It was reported that the device will not come off standby. It was further reported that the device will lose power during the case.

Manufacturer narrative:
Additional information will be provided once investigation is completed.